Event description:
Unit broke during case, could not complete case, had to switch out unit.

Manufacturer narrative:
Method, results and conclusion: at this time the device has not been returned for eval.